Event description:
It was reported that the x-ray tube is arcing on the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. During function check; however, it was noted that the system presented a cine disk unavailable error message on the workstation. A new cine drive has been ordered. It is believed that once replaced, the system will function as intended.